Event description:
It was reported that the customer had an issue with the sensors about a month ago. Customer stated that the sensor ended earlier than the 6 days. Customer does not like the insertion process because it is a little painful. Customer mentioned that he was hospitalized sometime in september for having high blood glucose levels and moderate ketones. Customer was wearing the insulin pump at the time of the hospitalization. Customer wore the pump while in the hospital to receive insulin. Customer's blood glucose level was in the 300-400 mg/dl range when admitted. Customer was sick and tends to run high. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-57843.